Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing, which included a full preventive maintenance inspection test without duplicating the customer's report. The device was returned to service. No trend is associated with reports of this type.